Manufacturer narrative:
Section h6: investigation findings: biological problem identified c01 : undesirable presence of endogenous materials (B)(4). Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction (eogo) could not be confirmed as no images were submitted and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), remains in use. A specific cause for the reported obstruction could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: investigation findings: biological problem identified - 4251 - undesirable presence of endogenous materials. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had suspected extrusive outflow graft obstruction (eogo). The patient was stable and doing fine. Eogo was confirmed through a computed tomography scan (CT). The patient would be closely monitored and no further action was planned.